Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer attempted to deliver a bolus, the pump prompted the customer to load a new cartridge as it was empty. Reportedly, the customer had changed the cartridge prior to this event. There was no impact to the customer's blood glucose level and the customer was able to successfully load a new cartridge. Review of t:connect pump data showed that the customer may have tapped the change cartridge button then closed the screen.